Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain for which he needs to medicate, use ice or heat, and remain lying down. He states that the physician explained that the reservoir component had migrated, and the nozzle is responsible for the pain. No further details were provided.

Manufacturer narrative:
Corrected h6 impact code.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain for which he needs to medicate, use ice or heat, and remain lying down. He states that the physician explained that the reservoir component had migrated, and the nozzle is responsible for the pain. No further details were provided.